Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Upon deploying the lead helix, high out-of-range pace impedance measurements were observed via pacing system analyzer (psa). The lead was extracted and a new lead implanted without issue. The physician suspected the observed impedances may have been a result of handling or technique during implant, thus the lead was disposed of by the facility and is not expected for return. No adverse patient effects were reported.